Event description:
It was reported by a doctor the patient developed diabetic ketoacidosis (dka) with ketone levels of 1.9 mmol/l. The pod was reportedly leaking during wear. The patient used 2 boxes of pods, rotating sites and the leaking continued. Manual insulin injections were used for treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.